Manufacturer narrative:
Per the tandem user guide: to activate the bluetooth wireless technology communication, you need to enter the unique transmitter ID into your pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the customer had entered the incorrect transmitter ID into the pump. The correct transmitter ID was entered, and the pump and transmitter regained connection. No additional patient information was available.